Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as complaints (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The following day after the onset of peritonitis, the patient was treated with tobramycin (70 mg, 1 dose, intraperitoneally ,ip) and then the dose was changed to tobramycin (60 mg ip daily for 14 days) for peritonitis. The patient had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.